Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: grade IV capsular contracture and necrosis. Concomitant medical products: 150cc mentor memorygel breast implant (catalog #: 3501504bc, 7579205-008). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 150cc mentor memorygel breast implant and experienced postoperative left-sided grade IV capsular contracture and fat necrosis. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo removal and replacement with an unspecified implant on (B)(6)2019.